Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/2.0/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was removed due to low vault. A replacement lens of longer length was going to be implanted during the same surgery as removal but the lens got damage while injecting into the eye. The eye was left without any pkakic lens.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event: corrected to (B)(6) 2019 in intial MDR. Concomitant medical products: injector system model: ftp, lot# unk should have been included in initial MDR. (B)(4). Claim#: (B)(4).